Event description:
The customer reported that the system would not perform fluoroscopic x-rays. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated.